Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. No UDI. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the cementation, the cement set too fast.

Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: the product associated with this report was not returned for evaluation. Retained samples were tested and the dfmea and IFU were reviewed. All results are within specification. Review of the device history records did not reveal any related manufacturing deviations or anomalies. There was no checklist provided by the hospital, therefore there is no way of knowing what the operating theatre conditions were. Temperature variance could be the potential route cause of the fast setting time observed in this instance. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.